Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 2.5 x 12 mm trek dilatation catheter. A 2.5 x 23 mm rx xience v stent delivery system (sds) was advanced and after a few attempts, the stent could not be deployed. Reportedly, the sds balloon completely failed to inflate and the stent remained completely undeployed. A new same size xience v stent was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht balance middleweight universal ii, guide catheter: jl 4 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.